Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No power loss alarms noted. The power management tool confirmed pump error and low battery alarms were triggered when backup battery loaded voltage was less that 3.5 volts for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on, pump was monitored and functioned properly. Unit received with cracked select button keypad overlay, missing display window cover and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed power loss. The customer was assisted with troubleshooting. The customer¿s blood glucose level was 294mg/dl at the time of the incident. The customer stated that they were calling back after receiving a new battery cap. The customer was advised to insert a new battery and when inserted the insulin pump alarmed power loss again. Troubleshooting did not resolve the issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.